Event description:
1/9/96: ICD interrogated battery status at beginning of life. 2/15/96 pt seen in physician's office due to device beeping. Device interrogated and battery found to be at middle of life and unable to make program changes. 2/20/96 admitted to hosp, device checked and more battery depletion noted. 2/21/96 device removed and replaced with new device.